Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation. The data log shows several impella position unknown alarms during the entire case run, with no suction alarms reported. No relation was established between the positioning-related alarms and the optical signal parameters. The root cause of the optical signal issue was most likely patient condition related, based on data log review. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, intermittent "position unknown" alarms occurred. The alarms were attributed to the patient's low pulsatility and, despite recurring, resolved immediately without the need for additional intervention. Support was continued, and no harm occurred to the patient.